Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Section d4 serial number was corrected. Section d4 primary UDI number has been updated. D6 explant date is corrected.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Additional information has been provided in h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the issue was biomaterial ingestion as evidenced by biomaterial on the returned product and log analysis showing ingestion signature leading to pump stop. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via a right surgical arterial approach in a 53-year-old male patient for preoperative placement, with a pre-support clinical state consistent with society for cardiovascular angiography and interventions (scai) stage a. The patient had clear yellow urine prior to foley catheter placement. The foley catheter was placed for a percutaneous coronary intervention (pci) procedure and was a traumatic foley insertion. The urine appeared red/bloody, and the registered nurse confirmed this occurred after foley placement and relayed that this was not impella-related. An echocardiogram was completed and confirmed appropriate impella positioning, with no alarms and no device issues noted. During support, the patient had amplatzer device placement for ventricular septal defect (vsd) repair, a motor current spike was observed, followed by automatic shutdown of the impella 5.5. Attempts to restart the device were unsuccessful. Concurrently, an alarm indicating purge system blocked was reported, raising concern for possible thrombus ingestion. Given the inability to restore impella 5.5 function, the clinical team elected to remove the impella 5.5 and replace it with an impella cp device. The survival outcome at explant was reported as survived.